Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. When the package was opened the suture was degraded. Based on the evaluation of the product pinholes in the bottom of the foil were noted. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): an empty foil was returned for evaluation. Pinholes were noted in the bottom of the foil. Pinholes were like caused by the needle pointin addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.